Event description:
It was reported that a patient underwent a gynecological procedure in 2009. Prior to the start of the procedure, it was noted that the cpc connector was loose and that the disposable handpiece could not be connected. The cpc connector snapped off and broke when the customer tried to tighten it. The procedure was successfully completed with a second motor drive unit with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 05/05/2009. Damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.